Event description:
It was reported that the device was explanted due to premature eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on device settings, a longevity calculation was performed and found to be below the expected limit. The device was tested on the bench and the automated electrical test system. No anomalies were found and the device met all test specifications. The battery was sent to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.